Manufacturer narrative:
The analyzer serial number was not provided. The investigation determined that calibration signals for both the cobas e 602 and cobas e 801 analyzers were within expected ranges. Quality control data for pc level 1 was acceptable for both analyzers; however, data for pc level 2 was not provided. The investigation was limited due to the unavailability of additional patient sample material, confirmatory testing results, and detailed information from the customer. A definitive root cause for the reported event could not be determined based on the available information. The customer was advised to ensure proper daily maintenance of the cobas e 602 analyzer, review sample handling procedures to rule out potential contamination, and perform hbsag ii confirmatory testing for further clarification.

Event description:
The initial reporter alleged a discrepant positive result for the hbsag g2 elecsys cobas e 100 v2 assay between two analyzers, the cobas e 602 and cobas e 801, for one patient sample. The customer expected a negative result. On the cobas e 602 analyzer, the first measurement using lot 637311 yielded a result of 1.05, which falls within the gray zone (0.90). No confirmatory hbsag testing results were provided by the customer.